Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture : observed broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device has been explanted and replaced.